Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary/bowel dysfunction. It was reported that they had been using it for about a month, but yesterday they think it was interfering with the device and around 2am this morning, they were getting the worst pains around the implant. The caller wanted to turn off the therapy but didn't know how. Agent began walking the patient through using the external equipment, but patient was unable to power on the communicator. Patient would charge the communicator and call back. The caller reports seeing doctor but they had not seen them in a while and they may no longer be there. The patient mentioned they had placed the communicator on their vest, and it vibrates, which they stated was stretching their nerves and causing pain. The agent educated the patient on the general use of external devices and walked the patient through connecting to the ins and turning off the device. The patient stated they needed to turn off the ins because their symptoms were getting worse and reported feeling sharp pain at the ins site. The agent redirected the patient to their managing healthcare provider to investigate and further address the issue. The patient mentioned their managing healthcare provider had resigned, so the agent sent physician listings.